Manufacturer narrative:
The specimen was collected in a lithium heparin tube and centrifuged at 2,600 rpm for 3 minutes. Qc and system check have been within specifications. A field service engineer (fse) was dispatched: the fse replaced the substrate probe due to kinked tubing near the pump connection. The fse verified hardware and performed a diagnostic test which met specifications. No clear root cause has been determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously elevated troponin (accu tni) results generated by the synchron lx I 725 clinical system on one patient's sample. The specimen was re-tested on a different instrument which recovered a result within the risk stratification range, and it was reported out of the lab. The sample was re-spun and re-tested on the original instrument and the result obtained was above the ami cut-off. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.